Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing chest pain. It was noted that there was potential oversensing on the right ventricular (rv) lead observed on some of the electrograms. There were also a number of short interval counts (sic) recorded. The lead remains in use. No patient complications have been reported as a result of this event.